Manufacturer narrative:
Device eval: it is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. Additional model#: 80cm.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The 90% stenotic lesion with calcification was located in the moderately tortuous external left iliac artery. Access was through the puncture site in the inguinal region and contralateral approach was obtained. The physician deployed an 8x60 non-bsc stent. Then the physician advanced the 8.0-40mm, 80cm wanda balloon catheter to the lesion to post dilate. On the first inflation the physician inflated the balloon to 4 atms and the balloon ruptured. Upon inflation, some part of the balloon did not inflate, and it looked like a dog bone. The device was removed intact. There were no pt complications. The procedure was successfully completed with pt status is reported as "good". This product is only ous approved but is similar to an approved u.s. Device.